Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient became pulseless and experienced a perforation, and tamponade from the perforation. It was noted that the right ventricular (rv) lead was difficult to place, having to be repositioned several times to obtain adequate thresholds, other locations resulted in high thresholds. The patient¿s chest was cracked, window was placed, and the perforation was repaired. The rv lead was removed due to the severity of the situation. No further patient complications have been reported as a result of this event.